Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e antigen. Results were satisfactory. The returned pt sample was tested against the e+ of vrc120 (treated and untreated). Untreated cell 3 reacted 0.5+ at 15 mins and 1+ after 40 minutes. Treated cell 3 reacted 3.5+ at 15 mins and 4+ after 40 minutes. Untreated cell 6 was negative at 15 mins and 0.5+ after 40 minutes. Treated cell 6 reacted 3.5+ at 15 mins and 4+ after 40 minutes.